Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent repair of ventral incisional hernia with mesh on (B)(6) 2010. On (B)(6) 2012 the patient underwent an excision of lesion of lower abdomen and advancement flap reconstruction due to chronic inflammation and excoriated scar condition of the abdomen.

Event description:
It was reported by an attorney that the patient underwent repair of ventral incisional hernia with mesh and bilateral myocutaneous flaps, an injection of marcaine analgesia on (B)(6) 2010 due to ventral incisional hernia. It was reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.